Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome spinal pain. The patient's concomitant medications included a 250.9 mg/day dose of fentanyl with a 70.1 concentration in their intrathecal pump. It was reported that the patient's health care professional (hcp) wanted to get in touch with a manufacturer representative to see if there could be a reprogramming session due to the patient's lower back pain. The event date was reported to be 3-4 days ago in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.